Event description:
This lead was explanted and replaced due to loss of sensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation. It is reasonable to assume that these cuts resulted from the explantation procedure. Blood penetrated the lead in the cut areas. In addition, abrasion marks were observed along the lead body. However, the insulation was intact in these areas. During the mechanical inspection a stylet intended for use with the lead was inserted but could be advanced only 1.5 cm towards the tip of the lead. Thus the functional test of the helix fixation mechanism was not properly feasible. Subsequent analysis revealed the presence of coagulated blood which were most likely introduced into the lead by means of stylets applied during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement and loss of sensing. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.